Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a damaged battery cap, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots. The battery compartment was observed to be cracked and the battery cap threads were stripped, making it unusable. A test cap was used to complete investigation. Additionally, the display screen appeared faded and discolored. When replaced with a test display, the screen functioned properly. (B)(6).